Event description:
Medline vascular pack contaminated. Yellow lap sponges in vascular pack. Have collected several packs with this issue. Covidien and medline will not agree on where this yellowing of the lap sponges originated.